Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found the reported phenomenon. Oekg also found that the damaged ccd unit and the incision of the camera cable. Therefore (B)(4) considered that the disappearance of the image was attributed to the damaged ccd unit due to the loss of water tightness by the incision of the camera cable. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the damaged ccd unit due to water ingress from the incision of the camera cable. The incision of the camera cable might be attributed to wear and tear deterioration due to use exceeding the durable life. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, it was found that the endoscopic image was very dark. During the incoming inspection for repair at the service department of olympus (B)(4), it was found that the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.